Event description:
It was reported that the bd emerald 5ml syringe experienced a broken plunger rod. The following information was provided by the initial reporter: the plunger was broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald 5ml syringe experienced a broken plunger rod. The following information was provided by the initial reporter: the plunger was broken.

Manufacturer narrative:
A device history record review was completed for provided material number 30774319 and lot number 2006115. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical nor picture samples were available for return, our quality team obtained twenty retained samples for evaluation; however, the retained samples did not display any signs of defect. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defective product identified. Based on these preventive measures, we believe that this incident could have resulted from a blockage in the plunger feeding process. The plunger of the syringe became damaged and was not detected by the assembly detection system. We believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary.